Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
PICC groshong 4 fr was successfuly implanted to patient 10 months ago. On (B)(6) 2018 due to the end of the therapy it was decided to delete the device. But there are certain difficulties in removing the catheter, the catheter had grown to the vein. The operation for removing the device will be held on (B)(6) 2018.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that a groshong PICC was difficult to remove and that the device subsequently broke during removal was confirmed and it appeared that the device was damaged during use. Four radiographic images were provided for investigation. What appeared to be a PICC line was observed in the upper arm area and the thoracic region. The distal tip of the catheter resembled the reported 4fr groshong PICC. Six additional photographs were provided for investigation. The first photograph showed an overall view of the catheter. The connector was not observed on the catheter. The second, third, and fourth photographs showed a section of catheter with the fibrin sheath around the catheter tubing. The fifth and sixth photographs showed one end of the catheter without the connector and without the black plug. The cross section of the catheter appeared to be uneven. The sample was subsequently returned. The catheter was 36cm in length. From the 5cm depth mark, the catheter extended 4.5cm in the distal direction. The black plug was not attached to the catheter. A rough texture was observed on the catheter between the catheter between the 10 and 21 cm depth marks. A microscopic examination revealed that the surface of the blue stripe material was rough. A 2cm section of what appeared to be a fibrin sheath was observed around the catheter over the 11 and 12 cm depth marks. The catheter tubing was curled between the 13 and 19cm depth marks. The cross sections at the proximal and distal ends of the catheter were rough and granular. A tactual investigation revealed elastic weakness in both the proximal end distal ends of the returned catheter tubing. A functional test revealed that the lumen was sluggish to infuse. A leak was observed between the 14 and 15 cm depth marks. The leak site was microscopically examined and what appeared to be tool damage was observed in the catheter. It appears that the fibrin sheath formation was a factor in the reported event. Due to the observed condition of the catheter, it appeared that the reported event was associated with use of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
PICC groshong 4 fr was successfully implanted to patient 10 months ago. (B)(6) 2018 due to the end of the therapy it was decided to delete the device. But there are certain difficulties in removing the catheter, the catheter had grown to the vein. The operation for removing the device will be held on (B)(6) 2018. Additional information: the catheter was removed and while removing a small piece, approximately 5 mm, broke.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that a groshong PICC was difficult to remove and that the device subsequently broke during removal was confirmed and it appeared that the device was damaged during use. Four radiographic images were provided for investigation. What appeared to be a PICC line was observed in the upper arm area and the thoracic region. The distal tip of the catheter resembled the reported 4fr groshong PICC. Six additional photographs were provided for investigation. The first photograph showed an overall view of the catheter. The connector was not observed on the catheter. The second, third, and fourth photographs showed a section of catheter with the fibrin sheath around the catheter tubing. The fifth and sixth photographs showed one end of the catheter without the connector and without the black plug. The cross section of the catheter appeared to be uneven. The sample was subsequently returned. The catheter was 36cm in length. From the 5cm depth mark, the catheter extended 4.5cm in the distal direction. The black plug was not attached to the catheter. A rough texture was observed on the catheter between the catheter between the 10 and 21 cm depth marks. A microscopic examination revealed that the surface of the blue stripe material was rough. A 2cm section of what appeared to be a fibrin sheath was observed around the catheter over the 11 and 12 cm depth marks. The catheter tubing was curled between the 13 and 19cm depth marks. The cross sections at the proximal and distal ends of the catheter were rough and granular. A tactual investigation revealed elastic weakness in both the proximal end distal ends of the returned catheter tubing. A functional test revealed that the lumen was sluggish to infuse. A leak was observed between the 14 and 15 cm depth marks. The leak site was microscopically examined and what appeared to be tool damage was observed in the catheter. It appears that the fibrin sheath formation was a factor in the reported event. Due to the observed condition of the catheter, it appeared that the reported event was associated with use of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
PICC groshong 4 fr was successfully implanted to patient 10 months ago. (B)(6) 2018 due to the end of the therapy it was decided to delete the device. But there are certain difficulties in removing the catheter, the catheter had grown to the vein. The operation for removing the device will be held on (B)(6) 2018.